Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the display and the pump, as reportedly it had excessive amount of debris inside. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during preventative maintenance the ht70 ventilator display went blank. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.